Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush does not stay onto the main body and comes out/does not click into position - oral-b [device breakage] case narrative: male consumer via e-mail and pictures reported that the oral-b toothbrush head did not stay onto the main oral-b toothbrush body, type 3771, and came out while he was brushing his teeth. No injury was reported.

Manufacturer narrative:
(B)(6) 2023 product investigation results: complained product received - user handling was identified as root cause for the complaint. In continuation with medwatch report # 3000302531-2023-00450, upon product investigation we determined that the toothbrush handle 3771 was the suspect while the brush head/refill (floss action eb 25) used on the same handle was considered as a concomitant.

Event description:
Brush does not stay onto the main body and comes out/does not click into position - oral-b [device breakage] . Case narrative: male consumer via e-mail and pictures reported that the oral-b toothbrush head did not stay onto the main oral-b toothbrush body, type 3771, and came out while he was brushing his teeth. No injury was reported. 16-nov-2023 case update from information initially received on 30-oct-2023: the concomitant product lot number was bh14431458. No injury was reported. 21-nov-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3771. The concomitant product was confirmed to be oral-b power oral care refills floss action eb25. No injury was reported.